Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) alarm on the homechoice (hc) while connected during dwell. During troubleshooting it was noted that there was moisture around one of the empty supply bags. It was also reported that the patient had used a sharp object to open their supplies. Therapy was ended and the patient was advised to notify their nurse regarding the event. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a system error 2240 alarm that was caused by improper product handling by the patient. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.